Event description:
It was reported that a uromatic tur administration set had a particle inside of its tubing. The particle was described as possibly plastic and having an insect shape. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device is reported to be available for evaluation, and a request for its return has been made. In addition, two photographs of the device were received. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.